Manufacturer narrative:
(B) (4)

Event description:
Additional information was received. It was reported that the reason the patient's heart stopped following the knee surgery was that he had 5 blocked arteries and the patient had cardiac bypass surgery. The date of the surgery is unknown. Sometime after the bypass surgery, the patient met with the manufacturer representative and the health care professional (hcp) to test the stimulation system for damage. It was reported that the system was damaged; it was stated that it was "fried." The hcp wanted to do a magnetic resonance imaging (MRI) so the device was removed. It was reported that the hcp "went in blind" and "saw more damage than he was expecting to see." Vertebrae damage was confirmed with MRI and x-ray. It was reported that the patient underwent surgery on both shoulders (B)(6) 2012. The patient reported the original implant was because of pain in his left shoulder following a car accident. Patient stated he had "nothing but pain" since the surgery and it was "excruciating." It was reported that the patient had a stabbing pain in his wrist, could not sit comfortably, was only able to sleep 1 to 1.5 hours at a time, and could not lay on his back or face down as it put too much pressure on his shoulders. It was reported the right shoulder was still fractured, and the hcp will address it eventually. The patient reported arthritis from c7 to c2 vertebrae, and the vertebrae itself was "bulging and had a bur on it." It was reported the patient was scheduled to see his hcp (B)(6). It was reported the hcp was considering prescribing an injection of pain medication to assess symptoms and determine where the pain was located. It was reported the patient could not have another MRI until the damage to the #2 vertebrae is assessed, and the hcp won't put in another device until mris are no longer needed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 377845, lot # v012169, implanted: (B)(6) 2008, product type lead; product ID 377845, lot # v088225003, implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension.

Event description:
The pt had an implantable neurostimulator with cervically-placed leads for ulnar pain. During knee surgery, the pt's heart stopped. He needed to be defibrillated with an external defibrillator. Afterward, he felt stimulation in his heart when he turned on his neurostimulator. He was unable to use the device and felt pain in his lower legs and feet. The pt was at home at the time of the report; his status was reported as 'fair.' Additional info has been requested. A f/u report will be submitted if additional info becomes available.